Event description:
It was reported that the pump alarmed no disposable with 3 cassettes over last 2 weeks. The patient changed pre filled cassette early. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent no information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.